Manufacturer narrative:
Approximate age of device ¿ 3 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a delay in changing batteries. Review of the submitted log file by the manufacturer's technical services revealed a pump stoppage due to a complete power loss to the system controller. The system controller appeared to be supported by batteries when the power loss occurred. It appeared the system controller was re-connected to a charged battery for 3 minutes when another power loss occurred. The log file showed the system controller was then connected to a power module. No further information was provided. The patient was reported to be asymptomatic.

Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed a loss of power event while the patient was on battery support; however, a root cause for the event could not be conclusively determined. It was reported that the patient had a delay in changing batteries. Based on the information contained in the system controller log file, the batteries appeared to have been depleted and a loss of power event occurred. The issue appeared to have resolved when a new set of batteries was connected. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.